Event description:
Five units would not flow. The samples were provided for co analysis. All 5 samples were tested for flow via pressure from a syringe. The flow difficulty was confirmed. The clear backplate of the modules was removed to provide the closer analysis of the tubing assemblies. The investigation revealed the tubing had become crosslinked, occluding the flow path. Each of the tubing assemblies had to be manipulated to achieve flow. A cause of the flow difficulty could not be determined. However, modifications to the production process have significantly reduced the frequency of this occurrence. Co will continue to monitor for similar reports.